Manufacturer narrative:
No further regulatory reports will be filed under this report #. Additional information received suggested that this was a continuation of regulatory report #3004209178-2018-11327. All future submissions will be filed under regulatory report # 3004209178-2018-11327. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that after the implant surgery, she went in for her 2-week check and everything was going good, but they discovered right away that the right side lead came loose. They discovered that it wasn¿t connected but they left it that way. The patient reported that more of her pain was on the left side and not much on the right. The patient started working with a manufacturer¿s representative (rep) who worked on it and worked on it and managed to get pain coverage from the left side to come around to her right almost down to her knee and since then the rep had been changing the leads to try to give relief. The patient reported that what the rep had done helped her low back and hip pain and said it had been helping on the right-side sciatica. The patient reported that more recently in september something in her back went out, she had new pain on the right side and she knew the lead was off. No further complications were report ed.